Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958724; (B)(4); the 510k # k083071, was cleared in the united states. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays for o-c2 fusion demonstrate undersized hardware at the c2 lamina and c1 level was clipped. It is not sure as to what the interaction of this construct was but in the absence of bony fusion on oa subluxation, it is suspected that there was insufficient stabilization at this level. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent oc2 fixation for atlantoaxial subluxation. Post-op, the screw backed out. There is a possibility that the bone graft was pressing the nerve. Reoperation was performed in which c2 screw was removed, decompression was confirmed and the screw was inserted at c3/4. The bone from the iliac bone was transplanted to near c1 again and was fixed with nesplon.